Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that the home patient that did not wear a mask while performing peritoneal dialysis therapy and subsequently acquired peritonitis. The patient was hospitalized for the event. The patient was treated with unspecific prophylactic antibiotics (does and frequency unknown). The patient was retrained on proper aseptic technique. Five days after admission the patient recovered from the peritonitis and was discharged from the hospital. No additional information was available at the time of this report.